Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test results range is 90 to 140 mg/dl. Customer feels well but observed symptoms of dizziness and sweatiness. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are kept kitchen. Test strips MFR's expiration date is 05/31/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 172mg/dl (B)(6) 2015 07:21am fasting: yes; 168mg/dl (B)(6) 2015 06:49am fasting: no; 166mg/dl (B)(6) 2015 06:25am fasting: yes; 158mg/dl (B)(6) 2015 07:31am fasting: yes; 148mg/dl (B)(6) 2015 06:47am fasting: no. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 90 to 140 mg/dl. Customer feels well but observed symptoms of dizziness and sweatiness. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are kept kitchen. Test strip lot manufacturer's expiration date is 05/31/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.